Event description:
The customer reported that while climbing on the ad7 table, the pt cut his leg on a protruding edge of the table. Several stitches were applied in the operating room.

Manufacturer narrative:
(B)(4). Investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.